Event description:
It was reported that during use, one unit of prismaflex st100, had an external fluid leak due to a broken waste hydraulic detector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed the reported leak to be coming from the effluent pod. This issue is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.